Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the failed controller board. A field service engineer replaced the drawer controller board and rebooted the station in order to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had no power to the device. The user confirmed that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this incident.